Event description:
A customer reported to baxter corporate product surveillance of an unknown secondary set in which a slow infusion time was observed. The report stated that the primary bag was dropped and the secondary bag was added. The infusion was expected to last thirty minutes. However, it was observed that the infusion lasted 2-3 hours. There was a patient involved. There was no report of patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. The device used in this situation is unknown; therefore, it does not contain a us 510k number.